Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that he encountered supply lines are blocked message during his treatment. Patient chose to start a new setup and upon removing the cassette he found that the cassette leaked into the liberty cycler. During follow-up with the patient he stated his effluent had remained clear following the alleged event. The patient stated he reverted to manual therapy and completed his treatment before his replacement liberty cycler was received. The set was discarded and would not be made available for evaluation. During follow-up with the patient¿s nurse she stated the patient was seen at his peritoneal dialysis clinic on the day after the reported event. The nurse stated the patient did not report the leak incident to her during the visit and that the patient had felt ¿fine¿.

Manufacturer narrative:
UDI: (B)(4). A supplemental report will be submitted upon completion of plants investigation.

Event description:
A peritoneal dialysis patient reported that he encountered supply lines are blocked message during his treatment. Patient chose to start a new setup and upon removing the cassette he found that the cassette leaked into the liberty cycler. During follow-up with the patient he stated his effluent had remained clear following the alleged event. The patient stated he reverted to manual therapy and completed his treatment before his replacement liberty cycler was received. The set was discarded and would not be made available for evaluation. During follow-up with the patients nurse she stated the patient was seen at his peritoneal dialysis clinic on the day after the reported event. The nurse stated the patient did not report the leak incident to her during the visit and that the patient had felt fine.